Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02040, 0001822565-2018-02041. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to an allergic reaction.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona size e tibia catalog #: ni lot #: ni, persona ultracongruent polyethylene articular surface size 11 catalog #: ni lot #: ni , all-poly patella 35mm catalog #: ni lot #: ni.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to pain, swelling, and redness secondary to a nickel allergy. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: -UDI-(B)(4) concomitant devices ¿ persona all poly patella 35mm catalog #: 42540000035 lot #: 63432243, persona stemmed tibial component size e left catalog #: 42532007101 lot #: 63189523, persona ultracongruent vivacit-e articular surface 11mm ef catalog #: 42512200511 lot #: 62335084 the product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Review of the primary operative report noted that the patient was suffering from severe left knee osteoarthritis. No intraoperative complications were noted and the knee was noted to have excellent stability throughout range of motion while maintaining full motion. Review of the revision operative report confirmed that the patient had a nickel allergy and was suffering from pain and swelling after soft and hard tissue resections. No evidence of infection or implant loosening was found. The femoral and articular surface components were removed and replaced with no intraoperative complications. Per package insert for the persona knee system, the operating surgeon should study carefully the following recommendations, warnings and instructions as well as available product-specific information prior to use. The insert also indicates that metal sensitivity is one of the known adverse effects of total knee arthroplasty. The root cause of the reported issue is attributed to the patient condition, as it was reported that the patient was allergic to nickel. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.